Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. The patient had contacted ts to troubleshoot an ¿m31 air detected in cassette¿ alarm that occurred in drain 3 of 3 during their treatment, prior to discovery of the fluid leak. The patient was unable to bypass the alarm, and therefore ended the treatment. When the patient opened the cycler door to remove the cassette, they reported seeing fluid leak out from the cassette compartment. There was no reported damage found on the cassette and the cause of the leak was unknown. The patient completed their treatment by performing a manual drain after disconnecting. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow-up, it was confirmed that the patient informed their peritoneal dialysis registered nurse (pdrn) of the event. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The replacement cycler was received, and the patient was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was reportedly available to be returned for evaluation as well.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.